Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was not confirmed. Console logs from the reported day of event are consistent with complaint and show controller error alarm (#24) due to kbd comm loss, upon console boot-up. This is preceded by communication error (imc-kbd error: 0xa4 0x01 0x00), and the fact that console¿s boot-up count was not consecutive, indicating prior failed boot-up sequence: after console was manually power-cycled, the issue did not re-occur. Console was tested in danvers, and power-cycled several times, but the issue was not reproduced. However, this is a known rare pattern failure which results from momentary communication breakdown during initialization of kbd to 4-in-1 communication. This issue could be caused by either of the communicating devices/microprocessors: msc1210 on the 4-in-1 or at42qt1060 on the kbd assembly. A compromised ribbon cable between these two devices is also a plausible cause. The cause of the issue was not determined since issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that there was a controller error alarm during preparation of the device. A new console was used with no adverse impact to the patient.